Event description:
Noise was observed on the egm while the patient extended his arm. Capture could not be assessed at maximum output of 7.5 v. Atrial undersensing was observed at a maximum sensitivity of 0.2 mv.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.